Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities

Event description:
It was reported that following a recent implant procedure, it was noted that the patient experienced bradycardia and hypotension. Electrocardiograms revealed bradycardia and a lack of stimulation, loss of capture. Dislodgement was confirmed. A procedure to reposition the right ventricular (rv) lead was completed (B)(6) 2024. Rv lead parameters were normal. The patient was stable.